Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in a non-tortuous and severely calcified coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced in an attempt to trap a wire with the balloon. However, when the balloon was inflated and the microcatheter pulled back, the balloon shaft broke and became lodged in the circumflex artery. A failed attempt was made to snare the detached piece for removal, leading to the need for a sternotomy surgical intervention. The patient was admitted to the hospital beyond standard of care. No further information was provided.